Event description:
It was reported that there were multiple motor stalls noted in device event logs. Sunday (B)(6) 2013 motor stall at 7:08 am and recovery at 9:49am. (B)(6) 2013 (the day of initial report) motor stall at 9:33am no recovery noted as of the time of the initial report. The pump was alarming "as expected." The hcp was "covering" the patient with oral medications. Patient was having no symptoms as of the initial report. As of the time of the initial report they were unsure of a plan of replacement. The device system was used to infuse baclofen and morphine.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).